Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review it was discovered that the right ventricular lead exhibited inappropriate shocks and high impedance. It was noted that the lead dislodged. A procedure was performed and during the procedure, the lead was attempted to be repositioned however the helix would not extend after multiple attempts. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted that the double counting due to the dislodgment caused the inappropriate shock.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported events of high defibrillation lead impedance and oversensing were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued and all the filars were broken consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the overtorqued and broken filars of the inner coil at the connector region and helix being clogged with blood/tissue.